Event description:
It was reported that while in the cath lab the md inserted the intra-aortic balloon (iab) via a sheath into the left common femoral artery. Afterwards, the pt was moved to the intensive care unit. Forty-eight hours later "due to thrombosis inside of the iab (no pressure reading), doctors decided to remove the iab. During removal process from the left common femoral artery, the catheter had been ruptured and the distal part of the balloon was left in the artery. An x-ray taken showed that the membrane was "torn off." The torn off membrane was successfully removed by a surgeon. A second iab was not inserted. The pt is stable, rr is ok. Pump strips were not generated. X-rays were taken and they are available for review. The pump used was the acat 1 plus.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.